Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for interstim-other. It was reported that there was a poor communication screen on the patient programmer (pp). An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. There was no telemetry with or without the antenna. The patient also had urinary symptoms. She noticed she had been running to the bathroom. The loss of therapeutic effect started a couple of weeks ago in (B)(6) 2016 then stated "around the end of (B)(6)". The change was gradual and it seemed she was getting up more at night. She took a fluid pill lasix due to high blood pressure. The poor communication on the patient programmer (pp) started 4 or 5 days ago in (B)(6) 2016. The patient mentioned a cataract surgery done on (B)(6) 2016 and she thought she turned stimulation off at that time and did not recall turning it back on. The following day the reported the patient reported that the replacement pp did not connect to the ins. The patient tried to connect to the ins with the pp with and without the antenna attached and she was not able to. There was no trauma or fall that could be related to this issue. She fell back around (B)(6) 2015 but did not see any change in therapy. She did not think she would have the replacement surgery. She had too much trouble with blood pressure. During the surgery her blood pressure went really low then it went really high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.